Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The returned blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The customer contacted the product support engineer (pse) for assistance. During trouble shooting, it was found that the leak was coming from the blower. The pse advised the customer to replaced the blower and provided part identification. The customer was contacted and stated that the blower motor was replaced to address the reported leak issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the leak test. There was no patient involvement.